Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly and bent into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated and bent. The pod had fallen off, as well. As treatment, the parent changed out the pod for a new pod.

Manufacturer narrative:
Add to medical device problem code a040102 loss of or failure to bond. Add to component code g0405201 adhesive.

Manufacturer narrative:
The device was received fully deployed. The download data shows the returned device completed both first and second prime and was then deactivated by the user. No damages or defects were observed on the needle mechanism assembly that would result in a needle mechanism failure. During the investigation, the needle mechanism was reset to the not deployed position and manually deployed. No issues were seen during this test. A root cause for the reported event could not be conclusively determined. Initial inspection of the returned device found the soft cannula to be shortened. It could not be conclusively determined when or how this damage occurred. During investigation, the soft cannula measured out of specification at 0.725 inches. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no other damages or defects that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.